Manufacturer narrative:
(B)(4). Complaint indicated that the pouch was already opened when they opened the box. The blister was not returned for analysis, but the device was returned with bubble - wrap around the shaft and the tyvek was returned folded over and taped. The returned components were visually examined and it was found that the fin of the device knob had some damage. The tyvek was examined and it was found that the inside of the tyvek had some scrapes and damage but none of the damage would have created a sterility breach condition. The damage was in a location that would not align with the device knob inside a sealed package. The tyvek was examined under ultra-violet (black) light and there was evidence of complete seal transfer around entire perimeter of the tyvek lid indicating the package had been sealed at the packaging facility prior to shipment. Complaint event could not be verified. Lot history records were reviewed and the product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure the pouch was already opened after opening the box. Changed to another one to complete the procedure. No patient involved.